Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had low blood glucose. The customer¿s blood glucose level was 275 mg/dl, 240 mg/dl, 72 mg/dl 70 mg/dl, 64 mg/dl, 58 mg/dl, 58 mg/dl, 50 mg/dl, 48 mg/dl and then 70 mg/dl again. The customer was treated with food and carbohydrates. Customer reported that the blood glucose went so high before shutting off the auto mode minimum delivery. The insulin pump will not be returned for analysis.